Event description:
A nurse reported that following insertion, a mark was noted on an intraocular lens (iol). The lens was removed and replaced. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/03/2010 and 09/28/2010 by mail. A completed questionnaire has not been received. (B)(4).